Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation coordinated by synthes (B)(4). Report received indicates the clamping mechanism does not function properly. Several analyses identified insufficient cleaning procedures that led to the complaint event. A review of the device history record has been requested.

Event description:
Received device report from synthes (B)(4). Six cable wires were planned for implantation for a femoral shaft fracture. Three of the cables were properly tightened. The 4th cable could not be tightened with enough tension strength from the cable tensioner.